Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event. The recipient's device has been activated and no further medical issues have been reported. The recipient remains implanted. This is the final report.

Manufacturer narrative:
UDI number: (B)(4).

Event description:
The recipient reportedly experienced a perilymph gusher during implant surgery. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.